Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that a centrimag primary console stopped working on battery while full battery status was indicated. The event occurred while the patient was being transported from the or to cticu. There was no adverse patient impact reported. No further information was provided. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.